Manufacturer narrative:
Failure to charge code should not have been included.

Event description:
New information received noted that the over-sensing occurred during the shorted output stage detection (sosd) check. No sosd alert was seen. The suggested programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited ventricular oversensing at the onset of high voltage charging. A shorted output stage detection alert was noted. Intervention was discussed, but none was reported. The patient was in stable condition.